Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was returned for investigation. An inflation deflation test was performed and found the cuff held air. The sample was left inflated for two hours and no deflation was observed. The sample was then submerged into water and no leaks were found. The reported complaint could not be confirmed. The manufacturing guidelines and controls were reviewed and found acceptable to identify the reported malfunction.

Manufacturer narrative:
(B)(4). The lot number was not provided therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use, a tracheal tube had a cuff leak. Ventilation was not compromised however the tracheal tube was exchanged for a new device. There was no report of patient injury as a result of this event.